Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint is inconclusive. As no sample was returned for investigation, no eval could be performed. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system had not been established.

Event description:
It was reported that during a fistulagram for a thrombectomy in an upper arm av access graft, the doctor was unable to deploy the stent graft. An introducer sheath and guide wire were used for the procedure and there was no difficulty advancing the delivery system to the intended site. The vessel was not calcified and the path was not tortuous. Once at that intended site, the device failed to deploy. No reported injury to the pt.